Manufacturer narrative:
Unit passed displacement test and active current measurement. However, unit failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump showed the alert to change battery on every 2 to 3 weeks. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.